Event description:
It was reported that during a bipolar hip arthroplasty, the surgeon was not satisfied with the movement of the ceramic head within the acetabular cup. Subsequently, the cup was removed and replaced to complete the procedure. There was 0-15 minutes delay, in order to prepare the new product.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: e1 ringloc bipolar 28x42mm, catalog #: 110010464, lot #: 734570, medical product: e1 ringloc bipolar 28x42mm, catalog #: 110010464, lot #: 734570. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints for this item code 650-1158. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause could not be determined. The information provided states the fitment issue was resolved by removing and replacing the acetabular liner in the e1 ringloc bipolar component. This issue is investigated under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Post code: (B)(6). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Medical product: e1 ringloc bipolar 28x42mm, catalog #: 110010464, lot #: 734570; medical product: e1 ringloc bipolar 28x42mm, catalog #: 110010464, lot #: 734570. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bipolar hip arthroplasty, the surgeon was not satisfied with the movement of the ceramic head within the acetabular cup. Subsequently, the cup was removed and replaced to complete the procedure. There was 0-15 minutes delay, in order to prepare the new product.